Event description:
The complainant reported that a cp pump was placed to support a patient with acute myocardial infarction and cardiogenic shock. During the initial priming of the impella cp, the placement signal sensor alarmed. The case proceeded, and the pump was initially run in auto mode despite no placement signal appearing on the console. A second console was obtained, and the impella cp was transitioned to it, at which point the placement signal functioned properly. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The pump was returned and evaluated. All optical bench parameters passed and no placement signal alarms were triggered. No problem was found with the pump. With the available information, there is no indication that there was a product malfunction or deficiency.